Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the deformation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed a permanent deformity on their abdomen and arm due to wearing the omnipod. This was reported through social media so no other information was able to be gathered about this event.